Manufacturer narrative:
Lot 00683s: (B)(4) items manufactured and released 11 may 2018. Expiration date: 2018-10-17 no anomalies found related to the issue. Other devices involved all of the same lot: reference 7.0705 (k173472) myspine mc vertebra l05; reference 7.0724 (k173472) myspine mc drill based guide l04; reference 7.0425 (k173472) myspine mc drill based guide l05. Clinical evaluation performed by medical affairs (B)(4) on 06 july 2018: l4-l5 cbt stabilization was performed using patient specific guides. The final position of the screws is not satisfactory, and different from planning. With the elements at hand, no further conclusion can be drawn. We are unable to identify a clinical cause for the event. Investigation performed by patient match department on 06 june 2018; our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. On 06 july 2018 they performed a further investigation and as a result they reported: the final trajectories of the screws implanted don't reflect the planned one. The planning was modified and validated by the surgeon as said in the previous analysis. The entry points are conform to the protocol and are positioned in a flat zone.

Event description:
The surgery was performed on (B)(6) with myspine mc guide. When the surgeon checked the CT image on (B)(6), he noticed that the pedicle screws were inserted in a different place in comparison with the planning. One of the pedicle screw protrudes laterally and the other one medially.